Event description:
Philips received a complaint from the customer reporting the v60 ventilator indicated the air path is blocked and there is a risk of carbon dioxide inhalation. The device was in clinical use. There was no report of patient harm as a result of the reported issue.

Manufacturer narrative:
A philips authorized service provider (asp) reported the problem was confirmed, and tubing troubleshooting was performed. The asp reported no error codes were generated. The device error log was not provided by the customer. Before use, the device reportedly alarmed: low leakage volume, risk of co2 rebreathing. The device was confirmed to not yet be in clinical use despite the initial report of being in use. The customer was provided a service proposal for repair services but declined correction. The device remains out of service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.